Event description:
It was reported that the patient had an ongoing left ventricle (lv) clot on the inferior lateral wall of the lv from the (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the driveline from heartmate ii lvas, serial number (B)(6), confirmed breaches in the insulation of the black, brown, orange, and yellow wires, which would have contributed to the low speed operation and pump stoppages captured within the submitted log file. A direct relationship between the device and the reported peripheral thromboembolism could not be conclusively determined through this evaluation. The account reported that the patient experienced intermittent pump stoppages. The patient had reportedly been operating on an ungrounded patient cable. The patient ultimately underwent a pump exchange on (B)(6) 2021, and the pump was returned for evaluation. The account also reported that the patient had an echocardiogram performed in (B)(6) 2021, which revealed a thrombus in the patient¿s left ventricle. (B)(6) was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the remaining portion measuring approximately 35 inches was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft, the outflow graft bend relief, and the bend relief collar were not returned. The outlet elbow was returned attached to the pump. No evidence of developed depositions or thrombus formations were observed throughout the system. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The layers of the driveline were removed, and microscopic examination of the underlying wires revealed breaches in the insulation of the orange, brown and black, and yellow wires approximately 12.5 inches the pump housing. Although a specific cause could not conclusively be determined, the breaches appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline. The remaining wires on all segments of the returned driveline were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors made contact with the metal braided shield while operating on a grounded power source, a short-to-shield would have resulted. If any of the exposed conductor from wires of different motor phases made contact with each other, or simultaneous contact with the metal braided shield, a phase-to-phase short would have resulted, causing the low speed operation and pump stoppages observed within the submitted log file. Evaluation of the external portion of driveline from (B)(6) revealed an incidental finding of superficial damage to the outer silicone jacket. Visual inspection of the driveline potting inside the pump outlet housing (interior of the cable boss) noted that the potting had an opaque, yellow color and smooth surface. There was no evidence of fluid ingress into the surrounding space. The issue appeared to only be cosmetic and the cause could not be conclusively determined. The heartmate ii lvas IFU (rev. C) is currently available. Peripheral thromboembolic event is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the hmii lvas IFU lists thromboembolism as a potential late post-implant complication that may be associated with the use of hmii lvas. This section also contains information regarding the recommended anticoagulation therapy and inr range. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook (rev. C) is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 21sep2009. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's previous driveline fault and short to shield event reported in MFR report number 2916596-2016-01002.

Event description:
It was reported that the patient has been supported on an ungrounded patient cable due to an ongoing short to shield. He started having intermittent alarms that cleared quickly. He noted low flow and flashing red heart at times. The patient stated he was occasionally lightheaded and dizzy. He was brought in for urgent evaluation. Upon review of his log files, it appeared he was having intermittent pump stoppage. A log file review was requested. The data showed multiple pump stops on (B)(6) 2021 and (B)(6) 2021. This type of behavior has been linked to potential issues with the percutaneous lead. The patient has a known driveline fault and has now developed in to a phase to phase short. These issues only appear to be occurring while on support from both power module and batteries. In order to prevent further interruption in support it recommended to immobilize the percutaneous lead to prevent any further interruption in support. In order to identify a possible location of where the compromise in the lead is, x-rays will be needed. It was reported that the patient has been supported on the ungrounded cable as there was never any xray evidence of percutaneous lead mischief to warrant an attempt at percutaneous lead repair. Patient was dizzy with his pump stops in retrospect. Other than normal wear and tare of the driveline percutaneous lead there was no overt trauma. The patient has had no significant weight changes. The patient developed low flows and pump stops when he lays down flat. Sitting in a chair, he has no pump stops. The patient was hemodynamically stable. The vad team was planning on subxiphoid approach to replace his heartmate (hm) ii lvad. The site was reversing that patient's anticoagulation on (B)(6) 2021. It was reported that the team decided to undergo a pump exchange based off of active pump stoppages while on ungrounded cable and with position change. The patient underwent hmii to hmii pump exchange (B)(6) 2021.